Event description:
The patient reported experiencing low back pain and was noted to have a significant amount of bruising. The nurse practitioner expressed encouragement regarding the reduction in bruising and stated that the magnetic resonance imaging (MRI) results appeared satisfactory. The patient was prescribed bactrim due to delayed healing of the pocket incision.